Event description:
It was reported that when using the bd pyxis¿ medstation¿ es biometric identifier failed. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-sep-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the biometric identifier was failed. A field service engineer found biometric identifier was failed and not allowed to login. Fse reseated universal serial bus cable still intermittently working, checked the cable with new cable no issues, went into device manager and found many phantom devices and deleted all bogus devices. Fixed network settings and rebooted station. On reboot bioid is fully functional. Ran hardware test application and tested bioid. The system functioned as intended after the field service engineer repaired the device.